Event description:
It was reported that on the first day of ilet use, the user experienced blood glucose around 375 mg/dl and suspected pump target settings, while the agent observed dosing had stopped and the pump displayed an insulin occlusion alert; the user disconnected, performed fill tubing only with visible insulin drops, reconnected, and dosing resumed, with education provided that a kink or site issue could cause an occlusion and that recovery could take about 90 minutes, and a site change was advised if glucose did not improve. Symptoms included hyperglycemia. Outcomes included no reported health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found; the reported issue aligned with lack of effect due to a transient occlusion, and there was insufficient information regarding a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.